Event description:
The device system was delivering fentanyl. The patient experienced increased back pain. On (B)(6) 2015, the excess residual volume removed from the pump was 9cc. The patient was referred to another physician. The patient told this reporter that she had an appointment scheduled on (B)(6) 2015 with the other physician for a dye study. The patient¿s outcome was reported as ¿unknown¿ by this reporter.

Event description:
It was reported there was a volume discrepancy. The actual residual volume (arv) was 14ml and the expected residual volume (erv) was 5.1ml. The patient felt like he was having a lack of therapy. The drug being delivered via the device system was unknown but thought to be fentanyl. The healthcare provider (hcp) wanted direction on what to do next. They would normally do a dye study but their fluoroscopy machine was not currently working. It was later reported a dye study was supposed to be scheduled for the patient. Outcome information was not available at the time of this report. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8709, lot# l78690, implanted: (B)(6) 2000, product type: catheter. (B)(6).

Manufacturer narrative:
(B)(4).